Manufacturer narrative:
The incubator meets its spec and shows no sign of overheating but the event could be reproduced and it led to the result that an user error caused the event. A foil covered the air vents inside of the incubator and the hand of the baby was lying between one vent and the foil. This was done by the user for the preparation of the baby for a catheter installation. Under the foil the air temperature increased very much and the fingers of the baby burnt. In the instructions for use of the incubator a warning with the following wording is written: "never block or obstruct the air vents in the incubator base-element, eg with blankets. This may cause burns or cooling of the pt." The user disregarded this statement and this caused the event. The technical principle of heat up the incubator with air vents is state of the art and this is the first event this way.

Event description:
It was reported that a baby was lying in the incubator and burned three fingers during a catheter installation by the doctor.